Event description:
It was reported that the patient experienced a lack of therapeutic effect following implant of an implantable neurostimulator (ins). The ins was implanted (B)(6) 2012 and programming was performed (B)(6) 2012. The patient had good pain relief following programming, but on (B)(6) 2012, the patient had a lack of effect and could not adjust the ins with the patient programmer due to an error code being displayed. The code indicated that the programming session with the physician programmer was not exited correctly, though the company representative was sure it had been. Technical support indicated the error code may occur due to a "corruption of the ins." The patient was completely reprogrammed on (B)(6) 2012 in order to clear the error. The patient outcome was reported as "no injury." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8840 serial# unk product typ programmer, physician. (B)(4).